Manufacturer narrative:
The device was not returned for evaluation, and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that two pts developed irritation and redness of the gingival tissue after placement of lasting touch. No medical intervention was required in either case, with corrective action consisting of restoration replacement without use of lasting touch.